Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the rear response button was defective. The cause for the failure was isolated to a defective rear response button. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.